Event description:
It was reported by service report that the gas fowler cylinder would not hold weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler could not be fully raised due to leaking gas cylinder.